Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2023, the infusion set's tubing detached from the connector. No further information available.